Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and on day nine, while in the operating room, the impella cp device was unintentionally pulled from left ventricle during extracorporeal membrane oxygenation (ECMO) decannulation. The heart team decided to go ahead and pull impella cp device. Once removed, it was noted the patient initially looked fine but started to decompensate. Cardiovascular thoracic surgery and heart failure discussed the possibility of placing an impella 5.5, but patient having hematologic issues. The team ultimately decided to send the patient back to the unit, get the hematologic issues better controlled, and then resume discussions around next steps. Therapies after explant were inotropes/vasopressors and respiratory support.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related due to improper technique.